Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege that the patient suffered pain and suffering, has popping in his hip and was injured by excessive levels of chromium and cobalt in his blood a result of implantation of the depuy asr hip implant. Update rec¿d 01/18/2017- litigation papers received. Original litigation indicated that the patient was implanted with asr; however, new litigation alleges that the patient was implanted with pinnacle. The products have been updated and follow-ups created. New litigation alleges patient suffers from pain and decreased mobility. The stem is being added for the original alleged elevated ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new (B)(4) record created in order to update (B)(4). Reason for original complaint ¿ litigation papers allege that the patient suffered pain and suffering, has popping in his hip and was injured by excessive levels of chromium and cobalt in his blood a result of implantation of the depuy asr hip implant. Update rec¿d 01/18/2017- litigation papers received. Original litigation indicated that the patient was implanted with asr; however, new litigation alleges that the patient was implanted with pinnacle. The products have been updated and follow-ups created. New litigation alleges patient suffers from pain and decreased mobility. The stem is being added for the original alleged elevated ions. Complaint was updated 01/26/2017. Update apr 18, 2017. Pfs and medical records received. Pfs alleges a screw loose and sticking into muscle. There were no medical records for hip revision. Product and lot numbers were updated. The complaint was updated on apr 28, 2017 / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: new (B)(4) record created in order to update (B)(4)(legal system) complaint number (B)(4). Litigation papers allege that the patient suffered pain and suffering, has popping in his hip and was injured by excessive levels of chromium and cobalt in his blood a result of implantation of the depuy asr hip implant. Update rec¿d 01/18/2017- litigation papers received. Original litigation indicated that the patient was implanted with asr; however, new litigation alleges that the patient was implanted with pinnacle. The products have been updated and follow-ups created. New litigation alleges patient suffers from pain and decreased mobility. The stem is being added for the original alleged elevated ions. Doi: (B)(6) 2009 dor: none reported (left hip). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Update apr 18, 2017. ((B)(4)) pfs and medical records received. Pfs alleges a screw loose and sticking into muscle. There were no medical records for hip revision. Product and lot numbers were updated. The complaint was updated on apr 28, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.